Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer on the anesthesia station was inoperable. The field service engineer (fse) assisted the user to close the drawer properly. The issue was identified as a rail alignment problem. The customer was able to realign the drawer, and the drawer was subsequently confirmed to be functioning properly. The system functioned as intended after the field service engineer assisted the customer to repair the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failed and would not close. Pharmacy staff assessed the issue and attempted to recover the failed drawer; however, recovery efforts were unsuccessful. The back of the pyxis unit was opened to check connections, and a loose plastic lever was observed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.